Manufacturer narrative:
Weight: unk, race: unk, ethnicity: unk. This product is manufactured in the u.s. But not marketed in the u.s. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vicmo13.2 implantable collamer lens, -10.50 diopter, in the patients right eye (od), on (B)(6) 2019. The lens was explanted on (B)(6) 2020 due to excessive vaulting. The lens was exchanged for a shorter lens and the problem was resolved. The cause of the event was unknown.